Event description:
It was reported that patient presented in clinic after receiving a vibratory alert due to high voltage lead impedance was low and out of range at one of the vectors. In clinic testing was normal. The lead will be closely monitored.

Manufacturer narrative:
.